Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of artifact, resulting in an inappropriate shock to this patient. It was confirmed that the electromagnetic interference (emi) artifact was due to a foot massager this patient was using as the time. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.